Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device broke/there are still fragments of the coils inside my body/I still have essure fragments inside my body."), pelvic inflammatory disease ("pelvic inflammation disease"), fallopian tube perforation ("fallopian tubes were punctured / essure perforated fallopian tubes"), intestinal perforation ("essure perforated fat around my intestines pelvic region"), uterine perforation ("uterus punctured / essure perforated uterus"), device expulsion ("essure coil was in my uterus during my last pregnancy / coil was located in my uterus in the area around my amniotic sac"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), genital haemorrhage ("could not complete the test due to bleeding"), pregnancy with contraceptive device ("pregnancy on essure / unintended pregnancy"), high risk pregnancy ("pressure of the essure coils made my pregnancy high-risk") and loss of consciousness ("lost consciousness for a few hours") in a (B)(6) female patient (gravida 9, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included anxiety in 2008, depression from 2008 to 2010, multigravida, parity 3 ((B)(6)), abortion and preterm labor. Previously administered products included for birth control: implantation from (B)(6) 2009. Past adverse reactions to the above products included adverse drug reaction with implanon. Concurrent conditions included mthfr gene mutation. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("painful intercourse") and ovarian cyst ("ovarian cyst disease"). In (B)(6) 2011, the patient experienced vulvovaginal pain ("persistent and severe sharp vaginal pain") and burning sensation ("stinging / burning sensation in uterus"). In 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, 2 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and adnexa uteri pain and uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain. In 2013, the patient experienced splenic cyst ("cyst on my spleen"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), high risk pregnancy (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), procedural complication ("procedural complication"), complication of delivery ("delivery was very hard on my body"), anxiety ("aggravated anxiety"), depression ("severe depression"), bipolar disorder ("mental health-bipolar (as given)") and pain ("body pain/ongoing body pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with aripiprazole (abilify), citalopram hydrobromide (celexa), surgery (four emergency surgeries). At the time of the report, the device breakage, pelvic inflammatory disease, fallopian tube perforation, intestinal perforation, uterine perforation, device expulsion, dysfunctional uterine bleeding, genital haemorrhage, procedural complication, ovarian cyst, vulvovaginal pain, burning sensation, splenic cyst, anxiety, depression, bipolar disorder, dyspareunia and pain had not resolved and the pregnancy with contraceptive device, high risk pregnancy, loss of consciousness, and complication of delivery outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, bipolar disorder, burning sensation, complication of delivery, depression, device breakage, device expulsion, dysfunctional uterine bleeding, dyspareunia, fallopian tube perforation, genital haemorrhage, high risk pregnancy, intestinal perforation, loss of consciousness, ovarian cyst, pain, pelvic inflammatory disease, pregnancy with contraceptive device, procedural complication, splenic cyst, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: the entire pregnancy she was on and off bedrest due to the pain. The male baby was born alive with complications - he was not breathing at the time (baby case (B)(4)). The plaintiff alleged that essure caused birth defects: sensitive skin, immune system problems, and seizures. Baby was in and out of the hospital for the first three years of his life. Essure removal: on (B)(6) 2014- laparoscopy through belly button to remove an essure coil fragment from my uterus and tubal ligation; on (B)(6) 2014 - laparoscopy through belly to remove more essure fragments; on (B)(6) 2014 - bilateral salpingectomy and removal of more essure fragments; on (B)(6) 2014 - laparoscopy with bikini-line incision for exploratory surgery to find migrated essure coils, which he attempted to remove once found. Plaintiff stated she still had essure fragments inside her body, but no surgery was scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2017: patients demographics, medical history added. Essure was inserted in (B)(6) 2011. Dates of removal provided. Event permanent injury deleted. Events added: pelvic inflammation disease, dysfunctional uterine bleeding, ovarian cyst disease, painful intercourse, severe and persistent lower back pain / ongoing back pain, severe and persistent pelvic pain / sharp stabbing pelvic pain, severe and persistent ovarian pain / sharp stabbing ovarian pain, fallopian tubes were punctured, uterus punctured, device broke, device migrated, pregnancy on essure/unintended pregnancy, persistent and severe sharp vaginal pain, persistent and severe sharp stabbing and burning/stinging sensation in uterus, uterus pain, fallopian tubes pain, the coil was located in my uterus in the area around my amniotic sac, delivery was very hard on my body, lost consciousness for a few hours, pressure of the essure coils made my pregnancy high-risk, essure coil was in my uterus during my last pregnancy, essure perforated. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus punctured / essure perforated uterus"), device breakage ("device broke/there are still fragments of the coils inside my body/I still have essure fragments inside my body."), pelvic inflammatory disease ("pelvic inflammation disease"), fallopian tube perforation ("fallopian tubes were punctured / essure perforated fallopian tubes"), gastrointestinal injury ("essure perforated fat around my intestines pelvic region"), device expulsion ("essure coil was in my uterus during my last pregnancy / coil was located in my uterus in the area around my amniotic sac"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), genital haemorrhage ("could not complete the test due to bleeding"), pregnancy with contraceptive device ("pregnancy on essure / unintended pregnancy"), high risk pregnancy ("pressure of the essure coils made my pregnancy high-risk") and loss of consciousness ("lost consciousness for a few hours") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety in 2008, depression from 2008 to 2010, multigravida, parity 3 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2011.), recurrent abortion, preterm labor, ovarian enlargement, abdominal pain and asthma. Previously administered products included for birth control: implanon from (B)(6) 2009 to (B)(6) 2009. Past adverse reactions to the above products included adverse drug reaction with implanon. Concurrent conditions included mthfr gene mutation. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("painful intercourse") and ovarian cyst ("ovarian cyst disease"). In (B)(6) 2011, the patient experienced vulvovaginal pain ("persistent and severe sharp vaginal pain") and uterine pain ("stinging / burning sensation in uterus"). In 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding (seriousness criterion medically significant). In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and adnexa uteri pain, 2 years 1 month after insertion of essure. In 2013, the patient experienced splenic cyst ("cyst on my spleen"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device ("essure microfilament embedded into posterior uterine wall/"), gastrointestinal injury (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), procedural complication ("procedural complication"), complication of delivery ("delivery was very hard on my body"), anxiety ("aggravated anxiety"), depression ("severe depression"), bipolar disorder ("mental health-bipolar (as given)") and pain ("body pain/ongoing body pain") and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with aripiprazole (abilify), citalopram hydrobromide (celexa) and surgery (bilateral salpingectomy, hysteroscopy, four emergency surgeries and laparoscopic procedure converted to open mini laparotomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device breakage, pelvic inflammatory disease, fallopian tube perforation, gastrointestinal injury, device expulsion, dysfunctional uterine bleeding, genital haemorrhage, dyspareunia, procedural complication, ovarian cyst, vulvovaginal pain, uterine pain, splenic cyst, anxiety, depression, bipolar disorder and pain had not resolved and the embedded device, pregnancy with contraceptive device, high risk pregnancy, loss of consciousness and complication of delivery outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, bipolar disorder, complication of delivery, depression, device breakage, device expulsion, dysfunctional uterine bleeding, dyspareunia, embedded device, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, high risk pregnancy, loss of consciousness, ovarian cyst, pain, pelvic inflammatory disease, pregnancy with contraceptive device, procedural complication, splenic cyst, uterine pain, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: the entire pregnancy she was on and off bedrest due to the pain. The male baby was born alive with complications - he was not breathing at the time (baby case 2017-250692). The plaintiff alleged that essure caused birth defects: sensitive skin, immune system problems, and seizures. Baby was in and out of the hospital for the first three years of his life. Essure removal: (B)(6) 2014 - laparoscopy through belly button to remove an essure coil fragment from my uterus and tubal ligation; (B)(6) 2014 - laparoscopy through belly to remove more essure fragments; (B)(6) 2014 - bilateral salpingectomy and removal of more essure fragments; (B)(6) 2014 - laparoscopy with bikini-line incision for exploratory surgery to find migrated essure coils, which he attempted to remove once found. (B)(6) 2014- (diagnostic laparoscopy; mini laparotomy with removal of essure fragment) (B)(6) 2014 - robotic-assisted dissection and removal of essure microfilament. Bilateral salpingectomy. Plaintiff stated she still had essure fragments inside her body, but no surgery was scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Computerised tomogram - on (B)(6) 2013: results: tubes, uterus and fat around intestines. Computerised tomogram pelvis - on an unknown date: intraperitoneal essure microfilament in the right lower quadrant; on (B)(6) 2013: remnants of the essure microfilament within the uterine fundus. Pregnancy test - on (B)(6) 2013: results: positive, 18 weeks pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received. Event embedded device was added. Reporter information were added. Medical history were added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device breakage ("device broke/there are still fragments of the coils inside my body/I still have essure fragments inside my body."), pelvic inflammatory disease ("pelvic inflammation disease"), fallopian tube perforation ("fallopian tubes were punctured / essure perforated fallopian tubes"), gastrointestinal injury ("essure perforated fat around my intestines pelvic region"), uterine perforation ("uterus punctured / essure perforated uterus"), device expulsion ("essure coil was in my uterus during my last pregnancy / coil was located in my uterus in the area around my amniotic sac"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), genital haemorrhage ("could not complete the test due to bleeding"), pregnancy with contraceptive device ("pregnancy on essure / unintended pregnancy"), high risk pregnancy ("pressure of the essure coils made my pregnancy high-risk") and loss of consciousness ("lost consciousness for a few hours") in a 24-year-old female patient (gravida 9, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included anxiety in 2008, depression from 2008 to 2010, multigravida, parity 3 (B)(6) 2006, (B)(6) 2008, (B)(6) 2011.), recurrent abortion and preterm labor. Previously administered products included for birth control: implanon from (B)(6) 2009 to (B)(6) 2009. Past adverse reactions to the above products included adverse drug reaction with implanon. Concurrent conditions included mthfr gene mutation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vulvovaginal pain ("persistent and severe sharp vaginal pain") and uterine pain ("stinging / burning sensation in uterus"). In 2011, the patient experienced dyspareunia ("painful intercourse") and ovarian cyst ("ovarian cyst disease"). In 2012, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2013, 2 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, back pain and adnexa uteri pain and uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain. In 2013, the patient experienced splenic cyst ("cyst on my spleen"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), high risk pregnancy (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), procedural complication ("procedural complication"), complication of delivery ("delivery was very hard on my body"), anxiety ("aggravated anxiety"), depression ("severe depression"), bipolar disorder ("mental health-bipolar (as given)") and pain ("body pain/ongoing body pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with aripiprazole (abilify), citalopram hydrobromide (celexa), surgery (four emergency surgeries). At the time of the report, the device breakage, pelvic inflammatory disease, fallopian tube perforation, gastrointestinal injury, uterine perforation, device expulsion, dysfunctional uterine bleeding, genital haemorrhage, dyspareunia, procedural complication, ovarian cyst, vulvovaginal pain, uterine pain, splenic cyst, anxiety, depression, bipolar disorder and pain had not resolved and the pregnancy with contraceptive device, high risk pregnancy, loss of consciousness and complication of delivery outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, bipolar disorder, complication of delivery, depression, device breakage, device expulsion, dysfunctional uterine bleeding, dyspareunia, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, high risk pregnancy, loss of consciousness, ovarian cyst, pain, pelvic inflammatory disease, pregnancy with contraceptive device, procedural complication, splenic cyst, uterine pain, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: the entire pregnancy she was on and off bedrest due to the pain. The male baby was born alive with complications - he was not breathing at the time (baby case (B)(4).the plaintiff alleged that essure caused birth defects: sensitive skin, immune system problems, and seizures. Baby was in and out of the hospital for the first three years of his life. Essure removal: (B)(6) 2014 - laparoscopy through belly button to remove an essure coil fragment from my uterus and tubal ligation; (B)(6) 2014 - laparoscopy through belly to remove more essure fragments; (B)(6) 2014 - bilateral salpingectomy and removal of more essure fragments; (B)(6) 2014 - laparoscopy with bikini-line incision for exploratory surgery to find migrated essure coils, which he attempted to remove once found. Plaintiff stated she still had essure fragments inside her body, but no surgery was scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.